Manufacturer narrative:
Investigation summary: it has been received 1 picture for investigation. On visual inspection of the picture received, it can be observed the stopper is wrong assembled to the plunger, it is distorted against barrel walls. Ten retained samples of 10ll lot 1702010p are evaluated. On visual inspection of these ten retained samples no damage or molding defect can be observed and the stopper is correctly assembled of them. DHR of lot 1702010p has been reviewed not finding any annotation or deviation regarding the alleged defect. During manufacturing process, final products are sampled and subjected to visual inspections according to procedures. The ten retained syringes evaluated are disassembled not observing any damage or molding defect in the plunger rod that could have caused the alleged defect. Corrective action was open to investigate and reduce the occurrence of this defect. The improvement actions were taken after this lot was manufactured. Investigation conclusion: defect: stopper wrong assembled/disassembled it has been received 1 picture for investigation. On visual inspection of the picture received, it can be observed the stopper is wrong assembled to the plunger, it is distorted against barrel walls. Ten retained samples of 10ll lot 1702010p are evaluated. On visual inspection of these ten retained samples no damage or molding defect can be observed and the stopper is correctly assembled of them. DHR of lot 1702010p has been reviewed not finding any annotation or deviation regarding the alleged defect. During manufacturing process, final products are sampled and subjected to visual inspections according to procedures. Process: visual inspection. Printing 30 samples per hour, after any intervention in the equipment or once at the beginning of the shift. Assembly: 30 samples per hour, after any intervention in the equipment or once at the beginning of the shift. Packing 1 step per hour, after any intervention in the equipment, after a stop of more than 1 hour, once at the beginning of the shift, when film or paper roller are changed, after maintenance. Packaging: 1 shelf-package per pallet. The ten retained syringes evaluated are disassembled not observing any damage or molding defect in the plunger rod that could have caused the alleged defect. Corrective action (cor-458-17) was open to investigate and reduce the occurrence of this defect. The improvement actions were taken after this lot was manufactured. Root cause description: DHR of lot 1702010p has been reviewed not finding any annotation or deviation regarding the alleged defect. Corrective action was open to investigate and reduce the occurrence of this defect. The improvement actions were taken after this lot was manufactured. Rationale: based on an evaluation of severity and frequency it was determined that no CAPA is required at this time, according to procedure (B)(4).

Manufacturer narrative:
(B)(4). PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported, the bd plastipak¿ 10ml hypodermic syringe luer lok¿ had a displaced stopper on the plunger which caused a leakage inside the barrel. Found before use. No serious injury or medical intervention noted.